Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determine.

Event description:
It was reported that the patient presented for a follow up in clinic due to low pacing impedance of the right ventricular lead. The first episode occurred in (B)(6) of 2021 and there were three episodes that fell below the acceptable range which resulted in automatic polarity switch. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition throughout the procedure.